Manufacturer narrative:
Unique identifier (UDI)# (B)(4).

Event description:
The customer complained of a questionable elecsys hcg + beta test system (hcg+b) result for 1 patient sample tested on a cobas e 411 immunoassay analyzer. The initial hcg+b result was 0.195 miu/ml. The erroneous result was reported outside of the laboratory, but was questioned by the nurse as the patient was known to be pregnant and had a result of 817 miu/ml one week prior. The sample in question was retested and a hcg+b result of 1352 miu/ml was obtained. This result was deemed correct and a corrected report was issued. There was no adverse event. The customer was using rack adapters. The hcg+b reagent lot was 284292 with an expiration date of 28-feb-2019. The field engineering specialist found the measuring cell was due for replacement. He installed a new measuring cell. He performed performance and precision testing. He performed a blank cell calibration. All results were acceptable. The customer ran calibration and qc with acceptable results.